Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Note: date of event is unknown. Patient age at the time of event is unknown. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent breast reconstruction revision surgery with a 800cc mentor memorygel breast implant (left) and a 700cc mentor memorygel breast implant (right) experienced right sided capsular contracture baker grade IV and left sided breast pain post procedure. Patient experienced a lot of pain and hardness on the right breast implant and pain on the left breast and armpit. Right sided capsular contracture baker grade IV was confirmed by a physician upon an examination on an unknown date. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right sided device. See 1645337-2019-22407 for contralateral prosthesis report.